Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a nurse was attempting to remove the inline suction from a patient and the hard plastic piece at the top of the trach was removed with it. The patient began desaturating and having trouble breathing. An emergency trach change was performed and the patient returned to baseline stats. A new inline suction device was placed on the trach and reattached to the patient.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.